Manufacturer narrative:
H4: the lot was manufactured between may 16, 2023 ¿ may 17, 2023. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing was performed, and a leak was observed at the spike port bonding area of two (2) samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was likely incorrect bonding due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified port. The leaks were noted during storage in the pharmacy department prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.